Event description:
Info received indicates the right siderail is not locking properly.

Manufacturer narrative:
The technician found the siderail was slipping out from the pin and latch pivot. He replaced both the pin and the siderail latch to repair the bed.